Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 5 colony forming units (cfus) of gram-positive rods. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party testing results, the device evaluation, and the complaint investigation. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 3cfu. Bacterial identification: bacillus species. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 1cfu bacterial identification: coagulase negative staphylococci. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 2cfu. Bacterial identification: microbacterium sp. The device was evaluated, and additional potential adverse events were confirmed: the air/water cylinder and air/water tube had foreign objects. Based on the results of the investigation, the root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The foreign material found during the device evaluation was possibly a simethicone substance. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Olympus will continue to monitor field performance for this device.